Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. The erroneous results were not released out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a worn electrode. The fse replaced the electrode to resolve the issue. Patient information: information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).